Manufacturer narrative:
The 26mm sapien 3 ultra valve was returned to edwards for evaluation. Visual inspection revealed the following: the outflow of the valve flared outwards, and one strut is slightly bent inwards on the inflow side of the crimped valve. Post expanded valve, the valve profile is slightly canted, no bent struts on the inflow or outflow of the valve, all leaflets are wrinkled and dehydrated, all struts are exposed through skirt (normal after crimping and use) and presence of flex tip gouges. Functional or dimensional testing was not performed due to the condition of the returned device (frame canted). During manufacturing, all sapien 3 ultra assemblies undergo inspections and are conducted on 100% of the units. The frame components are 100% visually and dimensionally inspected by both manufacturing and quality for defects. The sapien 3 universal valves are 100% visually inspected for valve outer diameter. The sapien 3 ultra valve is 100% visually inspected before and after the holder attachment. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed an additional complaint for frame damaged during use and is pending engineering evaluation. The commander delivery system with s3u, thv IFU, device preparation training manual, and procedural training manual were reviewed for instructions relating to the complaint. The procedural training manual provides guidance on delivery system insertion through the sheath. Correctly orient delivery system and check the position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure the delivery system is locked in the default position, note maintain edwards logo up throughout the procedure to prevent kinking of the delivery system and insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push the delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification, following proper valve crimping technique and ensure the valve is delivered as straight as possible, be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if damaged, retract the valve in sheath slightly, remove the valve and the sheath together as a single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace and do not over-manipulate the sheath at any time. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed from the evaluation of the returned valve. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "the team applied high push forces in the sheath and, after passing the sheath, a stent deformation was visible in the x-ray". Per the procedure training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification." These patient or procedural factors along or in combination increase and require a high push force for the delivery system advancement. As stated in the case notes, moderate calcification was present in the patient's access vessl. As captured in a product risk assessment and CAPA, it has been identified that the high push force of the commander delivery system with the s3 ultra valve through esheath can cause secondary failures such as valve frame damage. Additionally, during product evaluation, delivery system flex tip gouges were observed, which is an indicative of excessive device manipulation. In this case, it is possible that the device was excessively manipulated to overcome insertion difficulty caused by calcification, which resulted in frame damage. In this case, although a conclusive root cause is unable to be determined at this time, available information suggests that patient factors (calcification) and/or procedural factors (high push force/excessive device manipulation) may have contributed to the complaint event. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A product risk assessment and corrective/preventive action has been identified for potential areas for s3u design/process improvement to mitigate against the failure. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during implant of a 26 mm sapien 3 ultra valve in the aortic position by transfemoral approach insertion difficulties with the delivery system and valve through the esheath were encountered. There was no kinking visible by x-ray. The difficulties began in the sheath shaft. High push forces with the sheath and after passing the sheath a stent deformation was visible by the x-ray. A decision was made not to implant the valve and remove the sheath and commander system as a unit. A new 26mm sapien 3 ultra valve was prepared and was successfully implanted. The patient was stable without no vascular complications. A perforation of the esheath by the valve stent was noted on the first system that was removed from the patient. Per report, the vessel was pre-dilated with a 14 french dilatator from the sheath. The patient's vessel was measured at 9mm with moderate calcification.